Event description:
Per provider the unit is alarming. Replaced pilot valve. Per independent repair center statement the unit is alarming or red light. Additional malfunctions 1143497 pilot valve alarming and 2001134 power switch has no alarm.